Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, iol damaged at the optic haptic junction. The surgeon was not sure of lens having damaged before loading or after loading to the cartridge. Additional information has been requested and received stating the surgery was completed with the same lens.